Event description:
It was reported that the lead exhibited oversensing with elevated short interval counts (sic). The lead was partially removed, capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d154awg ICD implanted: (B)(6) 2007. (B)(4).